Event description:
Gastrostomy tube that was inserted found to be leaking feeding material into the peritoneum. The balloon became deflated which caused the tube to move from the stomach to the peritoneal cavity. Pt became septic and died.